Event description:
Waffle cushion flattened within hours of being used for patient. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for static air cushion seat, static air cushion seat (per site reporter). Equipment failure reported to manufacturer, and they are opening an investigation. Product available for return.